Event description:
The customer reported that the pump battery would not charge, leading to the pump shutting down. There was no reported adverse impact to customer's blood glucose level. The customer had been using a tandem charging cable with a wall outlet but encountered an unstable charging connection. Despite attempting to charge the pump for at least 30 minutes, it did not begin charging until a non-tandem wall adapter and charging cable were used, resolving the issue. Technical support informed the customer that using third-party supplies is not recommended unless for troubleshooting and arranged to send a replacement tandem wall adapter and charging cable.